Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: failed testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and did not operate as it should. There were no significant event (s) in the error log. It was confirmed that the device failed testing for the inlet air path assembly and removable air path foam were replaced per remediation. The customer does not want any repairs done to the unit. The unit will be returned unrepaired. The device was placed on 036 (waiting on process) due to prox error. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported: the manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: failed testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and did not operate as it should. There were no significant event (s) in the error log. It was confirmed that the device failed testing for the inlet air path assembly and removable air path foam were replaced per remediation.   The customer does not want any repairs done to the unit. The unit will be returned unrepaired. The device was placed on 036 (waiting on process) due to prox error. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacture reported a correction to the previously reported evaluation. Correct eval information: the device powered on and operated as it should. Error code 147 was confirmed due to pinched tubing. Tubing damage due to pinched inside the unit enclosure. The customer does not want any repairs done to the unit. The unit will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation.   The device passed all testing.